Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was provided so a review of the device history record (DHR) was not possible. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00203. During an atrial fibrillation procedure, a pericardial effusion occurred. Successful transseptal puncture, mapping, and isolation of the pulmonary veins had been performed. The patient had no symptoms but an echocardiogram was performed and revealed a pericardial effusion. The location of the effusion was near the coronary sinus. A pericardial drain was used to stabilize the patient. There were no performance issues with any abbott device.